Manufacturer narrative:
A company service representative examined the system and confirmed the system message in the event log. The system was tested and met all product specifications. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "device displayed system message" (device displays error message). A customer reported that a system message occurred during surgery. The system was switched out, causing a 15 minute delay. The case was completed and no patient injury was reported.